Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving bupivacaine 4 mg/ml at 1.9 mg/day and morphine 4 mg/ml at 1.9 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. Multiple motor stalls were reported. Motor stall occurred on (B)(6) 2016. The first two motor stall recovered, however the last motor stall on (B)(6) 2016 has not recovered. The patient experienced signs of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.